Manufacturer narrative:
Event date: 2010. Device is a combination device. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient experienced chest pain. Due to stable angina, the patient underwent the index procedure with deployment of a 3.0x32mm taxus liberte stent in the mid left anterior descending artery. Post procedure residual stenosis was 0% with timi 3 flow. The patient was discharged the next day on clopidogrel and continued aspirin. The patient experienced an onset of cardiac chest pain on an unknown date in 2010. It was reported that the patient underwent another catheterization with a pci performed at another hospital. Patient was reported to be compliant with antiplatelet therapy. The patient was reported to have recovered from this event. Additional records were requested and more case information was unavailable at this time.

Event description:
It was further reported that the patient underwent pci and re-intervention. The physician implanted a non bsc drug eluting stent in the mid left anterior descending artery and one in the proximal left anterior descending artery to treat in-stent restenosis. The patient was discharged the next day. In the opinion of the physician the relationship of the restenosis to the taxus stent is related.